Event description:
Boston scientific received information that the patient implanted with this right ventricular lead experienced several episodes of falling. It was unknown if the falls were due to syncope. The patient was observed to be in atrial flutter with no capture on the rv lead at maximum outputs resulting in no pacing output. The patient was noted to have an underlying rhythm of 100 beats per minute. A chest x-ray was performed and revealed a lead dislodgement. An invasive procedure was performed. The lead was explanted and replaced. No adverse patient effects were reported. If additional information is received, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Blood penetrated the lead in these areas. Further inspection revealed signs of abrasion at the steroid collar. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.